Manufacturer narrative:
Additional information relative to the reported event: the physician reported that during the implantation on (B)(6) 2015, after lead connection to the subject pacemaker, it was not possible to insert the screwdriver into the screw properly. The silicon cap was then found detached, so the device was not implanted.

Event description:
The physician reported that the silicone cap relative to the connection system set-screws detached during preparation in the operating room.

Event description:
The physician reported that the silicone cap relative to the connection system set-screws detached during preparation in the operating room.

Event description:
The physician reported that the silicone cap relative to the connection system set-screws detached during preparation in the operating room.